Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patent's ipg does not communicate with external devices. Troubleshooting was unable to address the issue.

Event description:
Additional information received indicates that troubleshooting was unable to resolve the issue. As such, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The reported event of the ipg being inoperable was confirmed. The inability to communicate between the clinicians programmer and the implantable pulse generator was due to the device entering the service application state. The patient stated they did have some e-stim therapy with a machine called chattanooga intellect legend. It is unclear if the communication issue began before or after exposure to this machine.

Event description:
Additional information received indicates that the surgical intervention took place on (B)(6) 2022 wherein the ipg was explanted to address the issue.